Manufacturer narrative:
This report filed march 10, 2015.

Event description:
Per the clinic, the patient experienced headaches and pain with and without stimulation, as well as intermittency with device use, and the issue could not be resolved.the device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)